Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 to report elevated blood glucose (bg) levels (300 mg/dl and one 400 mg/dl) for the last week. The patient reported having symptoms of frequent urination and confirmed testing positive for ketones. In response to the high bg's the patient claimed he stopped eating, corrected with pump, waited, rechecked his bg and gave additional correction if needed. At the time of troubleshooting, the patient confirmed all the pump settings including the date and time were correct. The patient denied having any issues with site or with current cartridge. Customer support noted no defect of the device was found at the time of the call. The patient was advised to contact hcp to review pump settings to determine if any adjustments were needed. This complaint is being reported because, the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box and pump history revealed that data was overwritten due to continued patient use, therefore investigation of the original blood glucose complaint was unable to be performed. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.